Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the stylet was unable to be inserted into the left ventricular (lv) lead. A new lead was used to complete the procedure and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual inspection was performed, and no anomalies were noted on the lead. The lead was evaluated with the stylet inserted and an obstruction was noted at the connector region. The reported event of the inability to insert the stylet into the lead was confirmed and was isolated to the inner coil being damaged.